Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During lumbar shunt implantation, the physician had an issue pulling the guide wire out of the lumbar catheter (horizontal/lumbar valve system, yellow product ID: 903335a). The catheter bunched up and was unusable. This catheter was removed and appeared intact with no apparent shearing or ripping. Another hv valve kit (same lot number) was opened however, only the lumbar catheter from this kit was used. The physician didn't use the guide wire on this second lumbar catheter and the catheter went in smoothly. It was reported that it didn't take more than 5 minutes to replace the lumbar catheter. The original valve from the first kit remained in the patient. The sales representative was informed by the customer on (B)(4) 2011 that the patient is highly sensitive to many different things and she has been having some complications. The patient came to see the physician because she was experiencing pain and recurring problems since the valve placement. The physician was just wondering if an allergy to the catheter material may be a factor. The physician performed a lumbar tap. The valve appeared to have functioned properly. The physician have sent a sample off for culture to rule out any infections including meningitis and are awaiting results. To date, the valve is still in the patient and has not been revised. Additional clinical information has been requested.